Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2015 a patient reported that on (B)(6) 2015 she passed out and broke her ankle as a result of a low blood glucose of 32 mg/dl. The timeframe between the reading of 32 mg/dl and passing out is unknown. Emt's arrived and received a blood glucose measurement of 55 mg/dl and treated her with sugar paste to drink and transported her to the hospital. The medtronic insulin pump in use during this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).